Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: heartrail 6fr il3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity, heavy calcification and 90% stenosis in the distal circumflex (cx) coronary artery. Pre-dilatation was performed with a 2.0 traveler balloon catheter successfully. A 2.5 x 20 mm traveler balloon was advanced to the target lesion with some resistance for additional pre-dilatation; however, the balloon ruptured during the first inflation at 10 atmosphere. Reportedly, the balloon had been prepped per the instruction for use and there had been no resistance noted when the protective sheath was removed from the balloon. The patient was finally treated with balloon angioplasty only due to the heavily calcified lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.